Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap does not lock properly into the reservoir compartment. Pump was received with a missing retainer ring and a missing o-ring. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked case-corner of belt clip rails, cracked case (battery tube) , battery tube threads - cracked, label damage (faded and peeling), cracked/dented belt clip rails, detached retainer, missing o-ring (reservoir tube), and scratched case. Cosmetic damage was confirmed at the battery compartment found during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed, and damaged near the battery compartment. No harm requiring medical intervention was reported. Product return was requested for mmt-1781k. The customer will discontinue using the device, and the customer response was that mmt-1781k